Event description:
It was reported that during a myocardial ablation therapy, steam pop occurred. The target lesion was located in the right atrium. A blazer prime xp 7-110-2.5-8-10 n4 ablation catheter was selected and advanced to ablate the lesion. On the 5th electrode, the physician was unable to ablate the lesion. The generator setting was then changed from 70 watts/55 degrees centigrade to 80 watts; however, it was noted that a steam pop occurred at 75 watts. The procedure was then stopped. Echocardiogram was performed and no issues were found. The procedure was completed with this device. Another echocardiogram was performed after the procedure and no issues were found. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).